Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a partial or complete disconnection at the red luer, which resulted in a leak, was inconclusive with the provided evidence. The product returned for evaluation was a 12fr x 24cm powertrialysis catheter. The sample contained usage residue within the catheter. Gross visual evaluation of the device, with a specific focus on the luer connectors, was unremarkable. No damage, defect, or deformity was seen on the luers and no potential leakage site was seen on the device. Microscopic examination of the device found no damage or deformity to the luer threads. Functional testing included forceful infusion of water through each of the connectors and inspecting the device for leakage. No leakage was seen at the connection, or at any point along the catheter. The connection between the syringe and red luer adaptor was firm and tension placed between the two components did not cause the connection to loosen. Measurement of the luer threads found the shape of the luer to be within iso specification and was likewise within manufacture specification. The complainant¿s specific event could not be confirmed as the associated device which had become disconnected was not returned. No potential contributing factor related to the design, manufacture, or sample state was seen on the returned device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during dialysis, the connection between the dialysis line and the red hub of the catheter came off and blood leaked. The catheter was placed via groin. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during dialysis, the connection between the dialysis line and the red hub of the catheter came off and blood leaked. The catheter was placed via groin. There was no reported patient injury.